Event description:
Customer reported his insulin pump has been excessively alarming no delivery for the last week and a half. He changes his infusion sets, but he can barely make it through the night without the device alarming. The no delivery alarms also occur during the day. The infusion sets last about eight hours. Customer has rotated insertion sites. Customer's current blood glucose is 180 mg/dl. Customer stated he has tried all remedies and the device still alarms. The insulin pump is being replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.